Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Pump error 63 confirmed in pump history with variable due to broken trace at keypad assembly . Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Unexpected battery power loss not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. Customer's blood glucose level was 160 mg/dl. Customer states insulin pump was not working. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer performed self-test and it did not pass. Customer states alarm return in second occurrence. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and self test. Hardware low-level failures confirmed in insulin pump history with variable (03) due to broken trace at keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Unexpected battery power loss not confirmed.